Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, g2,d10, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). The complaint was received through a direct call from the customer to the emergency support program. (B)(6) an ICU rn, called for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. She reported that the alarm had gone off and she was inquiring about what to do if it went off again. She did utilize the help screen and the iab fill key and therapy was restarted before I called her back. I had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. I explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by an unknown reason. Complaint information obtained. I encouraged (B)(6) to call me should the alarm go off several times in an hour so that we could troubleshoot together. She was appreciative of the support. Notified via email: (B)(6).

Event description:
The complaint was received through a direct call from the customer to the emergency support program. (B)(6) an ICU rn, called for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. She reported that the alarm had gone off and she was inquiring about what to do if it went off again. She did utilize the help screen and the iab fill key and therapy was restarted before I called her back. I had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. I explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by an unknown reason. Complaint information obtained. I encouraged (B)(6) to call me should the alarm go off several times in an hour so that we could troubleshoot together. She was appreciative of the support. Notified via email: (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp), had a gas loss alarm. No patient harm or injury was reported.